Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The reporter contacted lifescan alleging that the product had missing results in the memory, which was unresolved with troubleshooting, and there were no allegations of harm or injury. Replacement products will be sent to the patient.